Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been experiencing pain at the ipg site since implant. Reprogramming was unable to resolve the issue. Surgical intervention may be planned to address the issue.